Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.

Event description:
On (B)(6) 2010, an elevate anterior & apical graft was implanted, the physician experience difficulty inserting the fixation tip into the left obturator internus muscle. It was thought that the tip was positioned anterior to the ischiopubic ramus and not successfully tracked posteriorly, and therefore not secure. The mesh was then removed from the patient. During the removal process, the fixation tip separated from the mesh and was left in the patient ("insitu"), thought to be "the better option rather than attempting to locate and retrieve" the fixation tip. Another elevate anterior mesh device was opened and implanted without incident.